Manufacturer narrative:
Button error alarmed due to corroded all buttons on keypad trace.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 64 mg/dl. She treated her blood glucose level with juice. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.